Manufacturer narrative:
A4: patient weight was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) clinical analysis was performed. In summary, it was concluded that the probable cause of the reported deviation appeared to be related to the instrumentation workflow or a potential issue with the surgical drill. However, due to insufficient data, this cannot be definitively confirmed. While a low platform placement or patient movement alone was unlikely to have caused such a significant shift, especially since the initial trajectory on the right s2 was accurate, however, these factors may have contributed to the deviation. The investigating team has reviewed the matching accuracy of the system. The CT-fluoro matching of the vertebrae was confirmed as acceptable, showing green values with no shifts detected between the CT and fluoro images. The s2 right screw was placed first, followed by the s2 left. There were no errors or signs of excessive force applied to the surgical arm in the logs and no "arm out of trajectory" errors were recorded. According to the logs, the surgical arm successfully reached the registered locations for s2 trajectories, as the current and destination points were identical. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, from t9- pelvis. It was reported that there was an alleged inaccuracy involving the guidance system. The s2 ai screw completely missed the pelvis, which was discovered on post-operative x-rays. The use of the guidance system was aborted and the event resulted in an approximately three-hour surgical delay. The navigation system was subsequently used to correct the situation. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the surgeon and the manufacturer representative confirmed that the deviation was approximately 5 millimeters (mm).